Event description:
It was reported the left ventricular lead had pulled back into the right atrium and was not working. The lead was partially removed and not replaced. There were also two epicardial leads that had high thresholds. The epicardial leads were both capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.